Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when patient was brought into the clinic for noninvasive programmed stimulation (nips) to break patient out of vt, partial communication was lost with the programmer, markers disappeared and no burst occurred. When nips was exited, the markers returned after re-interrogation dialog popped up. The nurse eventually was able to terminate the patients vt by adjusting the temporary pacing. Device remains implanted.